Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the pump was explanted and replaced. The issue was noted to be resolved at the time of the report. The patient status was alive, no injury and no further complications were reported.

Manufacturer narrative:
The pump was returned and destructive analysis identified a high battery resistance. Interrogation of the pump determined it was used to infuse dilaudid and bupivacaine. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving dilaudid [10 mg/ml] at a dose of 4.8 mg/day via an implantable pump for non-malignant pain and chronic low back pain. It was reported on (B)(6) 2017 that an alarm was heard and confirmed by telemetry. It was detailed that low battery reset, reset, and safe state occurred on (B)(6) 2017 per the event logs. It was stated that the pump alarm could be heard. It was noted that the eri (elective replacement indicator) was seven months. It was indicated that all events in the logs were dated (B)(6) 2017. Information was requested regarding why this would occur. No medical symptoms or complications were reported.